Event description:
It was reported that nurse in ICU noticed increase need for inotrope, then noticed arm swelling and wet at the insertion site. Catheter removed and split discovered at 16cm mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter is confirmed. One 6 fr tl powerpicc catheter was returned for investigation. Blood residue and evidence of use was visible within the extension tubing and catheter hub. The three lumens were flushed with water using a 12 ml syringe and a leak was observed near the 16 cm depth marker when flushing the grey lumen. The grey lumen was found to be partially occluded while the remaining two lumens were patent to infusion. Microscopic observation of the leak location revealed a longitudinal ¿s¿ shaped split. The material surrounding the split appeared to have a light discoloration and was bulging outwards. The split surface characteristics were rough and granular. The catheter was cut near the 15 cm depth marker in order to measure the wall thicknesses of the lumens. The wall thickness of the lumens were found to be within manufacturing specification. The shape of the split and characteristics of the surface texture are indicative of a split caused by over-pressurization. The presence of an occlusion in the leaking lumen provides additional evidence of a potential contributing factor. The product instructions for use contains information in the "suggested catheter maintenance" section which may have prevented the reported issue. The IFU states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." The IFU also warns, "use of lumens not marked "power injectable" for power injection of contrast media may cause failure of the catheter." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse in ICU noticed increase need for inotrope, then noticed arm swelling and wet at the insertion site. Catheter removed and split discovered at 16cm mark.